Event description:
The breeze meter was reading 100 points higher than his other meter. He got a reading of 170mg/dl on the breeze and a reading of 60mg/dl on an accuchek. The customer did not allege any adverse event. A check standard showed the meter was working electronically. Furhter torubleshooting was impossible as the customer did not have any control solution.the meter and strips are to be returned for evaluation and a new meter and strips are to be sent.